Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pacer test failure when the paddles were used during operational testing. It was noted that the pacer test would pass, if the hands free cable set was used instead. There was no reported patient involvement.